Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a log number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "visual disturbances" (visual disturbances). Product problem(s): "located at 60 degrees instead of 40 degrees" (dislodged or dislocated [iol (intraocular lens) implant]). A user facility reported that during a postoperative visit following intraocular lens (iol) implant surgery, it was noted that the iol was located at 60 degrees instead of 40 degrees, where the surgeon had placed the iol. The pt was reported to be experiencing visual disturbances. Additional info has been requested.